Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2011, that the pt experienced a "pins and needles" sensation when sitting or lying down in certain positions, following a fall on the ice. The pt's healthcare provider (hcp) checked the implantable neurostimulator after the fall and found the device system to be working. A x-ray taken to assess the device, at that time, showed that all devices and leads appeared to be "in good shape," with no visual breaks seen. It was reported on (B)(6) 2011, that the pt experienced a shocking sensation from the neurostimulator every time it was turned on at the same time as was another MFR's implanted "pain device." The other MFR's device was implanted for pain in the pt's back. The pt was "unable to walk" if this neurostimulation device in the back was turned off. It was further reported that the shocking sensation began "at the first of the year," following the reported pt fall on the ice. Since that time, the shocking sensation became progressively worse and was located in the sacral area, half-was between the neurostimulator and the lead. The pt requested the removal of the neurostimulator. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.